Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to reporter, during preventive maintenance in the facility, the rem port was not alarming/led turned green. Using the analyzer, the rem connected everything however was not getting the alarm. It was mentioned it had the rem cable but the plastic piece on the rem cable was not there. Unit can use rem with pin and with no pin however with the one with no pin, it will only alarm when 85% of the pad was off. There was no patient involvement.